Event description:
It was reported this right atrial (ra) was explanted and replaced due to an unknown product performance issue. The local area field representative was contacted for additional information and was unable to recall why the lead was explanted, but noted it was damaged during the explant procedure. No additional adverse patient effects were reported.

Event description:
It was reported this right atrial (ra) was explanted and replaced due to an unknown product performance issue. The local area field representative was contacted for additional information and was unable to recall why the lead was explanted, but noted it was damaged during the explant procedure. No additional adverse patient effects were reported.